Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Analysis was performed and no anomalies were found, however the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth; full lead returned and analyzed.

Event description:
It was reported that during implant attempt, sensing and pacing were not acceptable. The physician was unsure if the issues were related to the lead or to the patient's anatomy. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.